Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to: balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. There was no report of any leaks noted during preparation for use and the device was initially pressurized once without incident, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, mildly calcified and 90% stenosed, which likely contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion such that upon a second inflation attempt, the balloon ruptured. Return of the voyager may have further aided the investigation. To ensure this type of damage is not the result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify the rated burst pressure (rbp) and balloon integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. In this instance, although the device was not returned for analysis, based on the information received with this complaint, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the voyager nc balloon catheter ruptured in the proximal right coronary artery during its second inflation at 10 atmospheres. Procedure was completed with a non-abbott balloon catheter in the moderately tortuous, mildly calcified and 90% stenosed lesion site. No patient effects were reported. No additional information was provided.